Event description:
Customer states that his finger became infected and had a black dot on it, so he took some tweezers and he thinks pulled out a broken part of a lancet. No medical attention was needed. No adverse event reported. Customer states that his finger is now fine. Requested return of suspect device and replacement was sent.